Event description:
It was reported by repair work order that the customer alleged that the gurney was missing the lock mechanism for ambulance . Upon inspection of the unit by the service technician, it was identified that the retaining post tube was broken and damaged.